Event description:
It was reported that the customer's insulin pump alarmed motor error and was exposed to high magnetic field. Troubleshooting was performed. Ran a displacement test and the test failed. It was stated that the insulin pump's settings were erased and no delivery alarms also occurred. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.